Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 23-dec-2024: it was reported that the end user lost consciousness after their blood glucose (bg) levels dropped to 21 mg/dl for approximately 45 minutes. The user stated they are unsure what led to the low bg event. The user's caregiver called emergency medical services who assisted the user by administering fluids intravenously. The user was helped to eat a salmon and cream cheese sandwich, two eggs and some orange juice. The users bg levels rose to 100mg/dl after approximately two minutes of care. The user reported feeling groggy the rest of the day and slept. The user called to follow up stating they were feeling better, and their bg levels were back in range.